Event description:
Conmed japan reported on behalf of their customer that the device, 60-6010-003, universal plus straight-button was being used on (B)(6) 2022 during a laparoscopic cholecystectomy procedure when it was reported ¿that the sound of energization was heard even though the button was not pressed. Therefore, surgeon decided that it was dangerous and replaced the handle with a new one for the surgery. However, it was not confirmed whether it was the output from the electrode or not. There was no contact with the patient's body.¿ there was no injury or impact to the patient. An alternate device of the same was used to complete the procedure. Further assessment found that there was no delay to the procedure. No medical/surgical intervention or prolonged hospitalization was reported. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Reported event of the device making the sound of energization is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review could not be completed as a lot number was not provided. A device history record review could not be completed as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 15 reports, regarding 15 devices, for this device family and failure mode. During this same time frame 306,850 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised the following: if you do not achieve proper electrosurgical effect with your normal power settings: check the ground pad for proper contact and position. Replace if necessary. Check all electrosurgical cable connections to the esu and the instrument handle. Make sure that the instrument shaft is securely locked into the instrument handle. Replace with another instrument blade if necessary. Do not attempt to repair the instrument blades or cannulas in any way. If the customer is suspicious about the quality of the instrument blade or cannula following use, do not use it further and replace it with another. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-6010-003, universal plus straight-button was being used on 15jun22 during a laparoscopic cholecystectomy procedure when it was reported ¿that the sound of energization was heard even though the button was not pressed. Therefore, surgeon decided that it was dangerous and replaced the handle with a new one for the surgery. However, it was not confirmed whether it was the output from the electrode or not. There was no contact with the patient's body.¿ there was no injury or impact to the patient. An alternate device of the same was used to complete the procedure. Further assessment found that there was no delay to the procedure. No medical/surgical intervention or prolonged hospitalization was reported. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.